Event description:
According to a clinical report forwarded to shiley, the pt presented to the emergency dept at the hosp in cardiogenic shock with no valve function. Transesophogeal echocardiograpy showed that the disc was missing from the bjork-shiley convexo-concave mitral heart valve. According to the clinical report, in the postoperative period, the valve disc was located in the distal abdominal aorta. The pt underwent subsequent surgery to remove the disc. The pt survived and was discharged on 3/20/1998.

Manufacturer narrative:
Section h3 & h6-- device evaluation summary. Copy of valve examination report was received on 5/21/1998. Valve was not returned to MFR. Eval of valve was completed by lab in australia at request of australina therapeutics goods administration. Valve was examined with stereo microscope and hitachi scanning electron microscope using electron detedtor. According to copy of examination report, "it appears that one end of outlet strut has separated from annulus at weld and surfaces of fracture have been polished by repeated movement of strut. Subsequently, second attachement point at opposite end of strut failed, beginning at small crack and ending at opposite surface. This resulted in occluding disc escaping and let to catastrophic failure of valve."